Event description:
It has been reported to philips that the system gave an error message of "motorized movements not available". The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the system gave an error message of motorized movements not available. Upon functional testing, the fse confirmed that the long drive movements were not available and collected the logs which showed intermittent issue with software crash. Upon further troubleshooting the fse found that the issue occurred due to the possible motor slippage. To resolve the issue, fse cleaned rails and recalibrated long position and currents. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.